Event description:
It was reported to philips that there was a loss of the allura device geometry. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the geometry module. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file showed sib gencan error. Upon functional testing fse identified defective geometry module. The fse replaced geometry module. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.